Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged, the set screw was damaged and the set screw was loose/detached.

Event description:
It was reported the lead had an increase in thresholds and sensing difficulty. During the lead revision, when trying to reattach the lead to the device, the grommet would not set and the screw would not engage due to possible damage of the setscrew threads. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.